Manufacturer narrative:
Additional information: h6, h11 (device evaluation). No additional clinical information was received. Investigation conclusion: the investigation of the returned coil system found the implant stretched at the proximal end, and the pusher outer sleeve damaged at approximately 82cm from the heater coil; however, the implant coil was found to still be attached to the pusher upon receipt. The investigation of the returned device did not find any damage or other anomaly that would have caused the reported premature detachment issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant and pusher damage, but the damage is consistent with the device experiencing forces exceeding the implant and pusher's yield strength.

Manufacturer narrative:
The device was returned to the manufacturer and the investigation is ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.

Event description:
It was reported that the embolization coil was used in a procedure to treat an uterine fibroid embolization (ufe). The coil unintentionally detached from the pusher wire inside the microcatheter. The coil was removed from the patient and procedure completed using another coil. Closure and recovery went well with no issues to the patient who was stable.